Manufacturer narrative:
The customer¿s report of device fuses going out was confirmed. During physical inspection it was observed that the pump module was received with a broken seal. Dull iuis were observed on device. No other anomalies were found on the pump module. All other possible replacement parts were observed to be bd parts. No information was provided by customer in terms of patient involvement. A log review was deemed unnecessary for reported incident. Testing of the source pump module found the current drain on pin 6 (u21) was too high and was causing u22 not to turn on losing the 3.3v. Pin 6 was lifted from board disabling power to u21 which lead to power to u22 and output of pin 1 (u22) at 3.3v as it should. No other connections between them could be found. The component u21 which is a dc to dc voltage regulator was replaced with a known good component. The pump module powered on successfully. The proximate cause of the customer¿s complaint that the device blows a fuse whenever attempting to power on and a smell of electrical smoke may be attributed to a faulty dc to dc voltage regulator (u21).

Event description:
It was reported that the device blows a fuse whenever attempting to power it on. There is a smell of electrical smoke when unit is opened, but no visible smoke or evidence of burning.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device blows fuse whenever attempting to power on. There is a smell of electrical smoke when unit opened, but no visible smoke or evidence of burning.